Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this implantable pulse generator (pacemaker) was returned without any field allegations. This device was analyzed by engineering and the battery appeared to have depleted more quickly than expected. It was determined that this device demonstrated behavior consistent with premature battery depletion due to high hydrogen induced leaky capacitors. No adverse patient effects were reported.